Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, prior to ureteroscopic lithotripsy procedure the stent was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that during preparation, prior to ureteroscopic lithotripsy procedure the stent was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The polaris ultra ureteral stent was returned for analysis. During the inspection it was found the stent shaft was detached or separated. Also, the device was returned incomplete since only one part of the stent was returned for analysis. The device was inspected under magnification, and it was possible to see that the suture hole was torn until the tip. The reported event of stent shaft break was confirmed since the reported issue was detected during the analysis and the suture hole was torn until the tip. Additionally, the suture did not return indicating that it was removed during preparation. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. Consequently, affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions, since problems were traced to the user not following the manufacturer's instructions.